Manufacturer narrative:
Calibration and control data for all reagent lots were acceptable. The reagent performs within specifications. The instrument was decontaminated on 10-dec-2025. For samples measured with reagent lot 828535 and sample ids (B)(6) the customer did not follow product labeling. It was not clear if results were all initially reactive or repeatedly reactive. For sample ID (B)(6) a positive anti-hbc result is plausible for the clinical picture of a past infection. For sample ids (B)(6), a natural infection is possible . No info about vaccination was provided. For sample ID (B)(6), anti-hbc only can occur. The majority approach ( 2:1 decision) and testing of other hbv parameters as well the patient history/clinical picture should be taken in account to consider if result is false or true positive. Single false positive results can occur based on labeled assay specificity. The assay performs within specifications.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration and control data are acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with four different lot numbers of elecsys anti-hbc ii on a cobas e 801 module. The results did not agree with results obtained with a competitor method (beckman dxi). Please see the attachment for all patient data. Measurement 4 was performed after the field service engineer decontaminated the instrument.